Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-61 -improper use / mishandled by end user. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Pharmacist is calling on behalf of the customer stating that needles were bent on the customers syringes and will not aspirate. The customer feels well and did not report any symptoms. Customer had concerns that the product is unable to administer their insulin because of not aspirating. Customer is not claiming they were injured while using the product or had a negative reaction to product. Customer is not claiming they were stuck with the needle or the needle was out of the protective cover. No medical attention was/is needed at this time or at a previous time.